Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, oversensing due to electromagnetic interference/noise, oversensing due to non-physiologic signals/sensing integrity counter and unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy. The right ventricular (rv) lead exhibited high impedance, oversensing/ noise and a confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.